Manufacturer narrative:
Unit failed battery test and rf association, problem isolated to battery assembly per luis vasquez or continuous glucose monitoring engineering. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose and blood glucose value was 489 mg/dl at the time of incident. The customer treated high blood glucose with manual injection. The insulin pump will not be returned for analysis.